Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix could not be screwed out and  fixed. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.